Event description:
It was reported that the patient underwent an tactra penile prosthesis revision due to pain. It was noted that the patient had chronic pain from the device. The tactra was removed and replaced with an inflatable penile prosthesis (ipp). There were no additional patient complications.

Event description:
It was reported that the patient underwent an tactra penile prosthesis revision due to pain. It was noted that the patient had chronic pain from the device. The tactra was removed and replaced with an inflatable penile prosthesis (ipp). There were no additional patient complications.